Manufacturer narrative:
A remote support engineer (rse) talked to the customer and confirmed the reported issue and provided the customer with external speaker part number for a philips external speaker. Based on the information available, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with the part number for an external speaker to resolve the reported issue. The customer is taking responsibility to correct/repair the device. The investigation concludes that no further action is required at this time. E1: reporting address state: (B)(6).

Event description:
It was reported on the patient information center ix were no audible tone from the connected external logitech usb speaker. The device was in clinical use. There was no report of patient or user harm.